Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the crt-d device will not deplete to eri status. The crt-d device remains in service. No adverse patient effects were reported. Additional information received indicated that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. Technical services (ts) discussed that a new device with the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the crt-d device will not deplete to eri status. The crt-d device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the crt-d device will not deplete to eri status. The crt-d device remains in service. No adverse patient effects were reported. Additional information received indicated that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. Technical services (ts) discussed that a new device with the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.